Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that before a lap ladg, the sealed package was found wrinkled and had a hole. Another device was used to complete the case. There were no adverse consequences to the patient.